Event description:
It was reported that a malfunction alarm appeared on pump with malfunction code 15, and customer had not noticed any other issues or events before problem occurred. There was no adverse impact to the customer's blood glucose level. Technical support explained that malfunction indicated pump problem, guided customer through pump reset steps, confirmed that malfunction did not recur after reset, advised that pump could continue to be used, and instructed customer to call back if malfunction appeared again.